Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that no reload was received with the instrument. A pmv 3.5mm sulu was used for functional testing. The handle binds in the pre-clamp position and does not return for the second handle compression. Inspection of the sulu showed the staples had not been advanced. The same sulu was used for pre-clamping; it was retracted and then pre-clamping again, indicating that the pushers were not advancing and allowing for the interlock to engage. The device was forwarded to engineering for further evaluation of the handle binding during first compression and no advancement in the pushers during the handle compression the initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified the trigger overmold was broken but not present with the instrument. Visual and functional testing of the returned sample confirmed the product did not meet medtronic quality release specifications that were tested regarding the reported conditions due to a broken trigger overmold. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the inability to deploy the staples is a result of a broken trigger overmold. When the trigger overmold is broken, the trigger extension spring cannot hook to it. The main function of the trigger overmold is to prepare the unit to be fired; therefore the broken component could have prevented the instrument from functioning as intended. Based on the engineering evaluation, the historical data gathered, due to the high detectability of the defect and because the component hook was not present with the instrument received a root cause for the broken component of the instrument. Should new information become available, the file will be amended as appropriate.

Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
According to the reporter, the device did not deploy staples.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. No reload was received with the instrument. A pmv reload was used for functional testing. Investigation found that the handle was binding and the staples did not advance. The pushers did not advance and did not allow for the interlock to engage. These results were confirmed by engineering. Engineering also found that the trigger overmold was broken but not present with the instrument. Replication of the inability to deploy the staples is a result of a broken trigger overmold. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). The previous report was submitted in error. The information in the report had been previously submitted, there was no new information to report.